Event description:
The consumer reported the personal steam inhaler leaked water which caused burns to his chest. The instructions for use state to only use the unit on a flat level surface. A burn of this nature can be caused due to placing the unit on a surface that is not flat.